Event description:
It was reported that (1) ems was used during an laparoscopic hernia repair procedure. It was reported by the affiliate that the instrument jammed. The staples would not fire, surgeon had to manually dislodge staples. No significant delays to procedure. Opened a new instrument to complete the procedure. No adverse pt outcome.